Event description:
It was reported that: first case of the day, after intubating the patient, the doctor induced the patient using isoflurane and noted that the patient was not being properly ventilated or oxygenated. The device was set to deliver a 900 ml tidal volume and the doctor was only observing a 400 ml reading. The specific oxygen readings could not be acquired. An anesthesia technician was called into the room and noted the smell of anesthetic agent upon entering the room. The anesthesia technician verified that the breathing circuit connections were intact and that oxygen pipeline and cylinder pressure were present. However, the reported symptom continued to be present in both automatic and manual ventilation. The anesthesia machine was replaced to complete the case. No patient injury reported.